Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no explantation, surgical intervention only. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) black female patient underwent a breast augmentation with two 300cc mentor memorygel breast implants and experienced capsular contracture (baker grade 4) on the left side and breast ptosis on the right side post-operatively. The right side required surgical intervention. As a result, the patient underwent explantation for the left side on (B)(6) 2021. This report is for the right side device.

Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no explantation, surgical intervention only. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) black female patient underwent a breast augmentation with two 300cc mentor memorygel breast implants and experienced capsular contracture (baker grade 4) on the left side and breast ptosis on the right side post-operatively. The right side required surgical intervention. As a result, the patient underwent explantation for the left side on (B)(6) 2021. This report is for the right side device.